Event description:
It was reported that the right ventricular lead exhibited oversensing. A fluoroscopy revealed there was no slack. The lead was capped and replaced.there were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.